Event description:
It was reported that the pacemaker dependent patient presented to electrophysiology (ep) lab for a generator change procedure. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing. Programming changes were made. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.